Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) exhibiting signs of hemolysis via bloody urine and increased ldh values, as a result of suction from device. As treatment, 30 units of blood products were delivered. The device was removed and replaced with an intra-aortic balloon pump. The patient remained in stable condition.